Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA, alleging that their onetouch ping meter would not respond when the ok button was pressed. This complaint was classified based on additional information obtained during a follow up call with the patient performed by the customer care advocate (cca). The patient stated that the alleged issue started during the morning on (B)(6) 2015. The patient manages their diabetes with insulin pump therapy and continued to take their normal dosage of novalog insulin after the alleged product issue occurred. 4 hours after the issue allegedly began the patient experienced the symptom of ¿increased thirst¿, which they associated with having high blood sugar levels. In response to this symptom the patient self-treated by taking a correction bolus (dosage unknown) 2-3 hours later. At the time of troubleshooting the cca noted that there was no misuse of the product and the issue could not be resolved with training. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because, the patient developed symptoms suggestive of a hyperglycemic event after the alleged meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - device evaluation. The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.